Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from swelling, pain, synovial hyperplasia, difficulty straightening the knee, and a "catching" sensation.

Manufacturer narrative:
Additional information: the complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Additional patient medical records and x-rays were provided. The investigation could not draw any conclusions about the root cause of the reported patient pain; however, complex regional pain syndrome, metal hypersensitivity, patient ligamentous injury and laxity related to her multiple falls could all be contributing factors. Review of the supplied records/x-rays did not find any evidence suggesting product error was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.